Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to customer's blood glucose level. Multiple follow up attempts were made to obtain additional information. No additional information was provided.